Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a blood transfer device. The customer reports a paramedic had transferred blood and decided to do a dextro stick afterwards. When attempting to remove the syringe from the transfer device, the needle came out of the shield and the medic received a needle stick. The medic reported the exposure and is now following the exposure protocol.